Event description:
Following a diagnostic procedure, an angio-seal device was placed; however, hemostasis was not achieved. Manual pressure was held for a duration of 20 mins. The pt complained of numbness in her leg 40 mins following the application of pressure, and her pedal pulses were noted to be absent. The physician sent the pt to surgery to rule out intra-arterial collagen; a small amount of thrombus was noted around the anchor and the collagen was found to be intra-arterial. A fogerty catheter was used to remove the thrombus. The following day the pt was discharged from the hosp with no further sequelae.